Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that patient had infection and device was removed. It was noted that issues were resolved at time of the reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that after their system was explanted due to the infection a pic line was placed. No further patient complications have been reported as a result of this event.